Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were adjusted and resutured. The patient was doing well post operatively. Nothing was explanted.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were adjusted and resutured. The patient was doing well post operatively. Nothing was explanted. Additional information was received that the patient was not getting stimulation coverage in optimal area due to lead migration.